Event description:
Blood pressure monitor inflated to higher level than for which it was programmed. May have contributed to thrombosis in upper arm of pt symptoms quickly resolved with no further damage. Incident reported to MFR and all identical monitors returned to MFR for validation of proper working condition. No problems reported.